Event description:
On (B)(6) 2010, a femoro-crural (fibularis) bypass procedure was performed, using a gore propaten vascular graft. On (B)(6) 2010, pt presented with a graft occlusion. On (B)(6) 2010, a balloon thrombectomy was performed. The propaten graft remains patent after the intervention. The graft remains implanted.

Manufacturer narrative:
Review of the device manufacturing record history. Review of device manufacturing record history confirmed device met pre-release specifications.